Manufacturer narrative:
Additional information: section d.9 & h.6. Imaging showed extracochlear electrodes. At the time of surgery, it was confirmed that these electrodes were outside of the cochlea. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experienced sound quality issues, a review of the test data indicated impedance issues. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Correction: section b.1, b.2 & h.1. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was kinked and silicone damage was observed on the top and bottom cover of the device. These are believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.